Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling of the stomach in a laparoscopic procedure, it was fired the first time but it makes a sound as if it had broken inside after its first use. The second handle used did not fire and had a staple line incomplete distally. They used another stapler. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling of the stomach in a laparoscopic procedure, the first stapler used does not continue to operate as the first shot makes a sound as if it had broken inside. The second handle used did not fire and had a staple line incomplete distally. They used another stapler. There was no patient injury.